Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The high voltage cable was cleaned and re-greased and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was discovered during a demo that the 9900 system locked up with a communication error. Also the image quality was poor and the kv was too high. No patient injury was reported.